Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope was immersed for manual reprocessing without a cap. The issue occurred during reprocessing. There were no reports of patient injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation. And the device evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the event occurred, because the device was insufficiently reprocessed by the facility staff. The event can be prevented, by following the instructions for use, which state: 2. IFU (reprocessing manual) provides information on attaching water-resistant cap in the following chapter. 3.4: leakage testing, attaching the water-resistant cap (mh-553). 3.5: manual cleaning, reusable parts that are normally reprocessed with the endoscope. Olympus will continue to monitor field performance for this device.